Event description:
Loss of osseointegration, implant achieved osseointegration, primary stability was achieved, implant was completely covered with bone, no thread tap used. While inserting the abutment screw with the torque ratchet the implant became loose. Patient had no pain during the healing phase.